Event description:
It was reported by service report that the foot cover is broken exposing sharp edges, the pump spring is missing and the brakes will not lock. No pt involvement or adverse consequences are reported.